Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-26us, serial/lot #: (B)(4), ubd: 09-jan-2022, UDI#: (B)(4); product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 13-jan-2021, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valves were not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve; while retrieving the delivery catheter system (dcs) from the patient, the nose cone caught on the valve and dislodge the valve. A second valve was placed and was prematurely deployed causing the patient to become decompensated. The patient was converted to surgical aortic valve repair and both transcatheter bioprosthetic valves were explanted. It was reported that the patient died during the procedure. The cause of death was not received and it is unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was received that perforation of the right ventricle was not caused by the delivery catheter system (dcs) or valve. Per the physician, it is unknown what caused the perforation. The reported decompensation that occurred following the surgical valve implant was likely due to the hole in the right ventricle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated the first valve that dislodged was b982043. In regards to the prematurely deployed second valve, the surgeon felt the second valve was placed appropriately and deployed the valve without confirmation. When the patient decompensated, the patient became hypotensive. During the open repair, once the two transcatheter valves were explanted and the surgical valve was implanted, the patient decompensated and a perforation of the right ventricle was noted. Specific treatment prior to the patient¿s death was not known as there were multiple undefined issues present. The patient expired during the open repair procedure. Updated d - suspect medical device. Update h.6 - patient code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.